Event description:
It was reported to philips that the emergency stop button was pressed which was preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. A field service engineer (fse) conducted an onsite inspection and confirmed reported malfunction. After reviewing the log, it is confirmed that reported malfunction. Upon troubleshooting, it is found the geo module cable was pinched and temporarily fixed by the local, causing geometry reset issues. To resolve the problem, fse replaced the affected cables. After replacing the affected cable, the system returned to use in good working order. The codes were updated based on the investigation outcome.